Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the rotations per minute (rpms) were below the manufacturing specification. During service/repair, it was observed that the vanes were worn and the device lacked lubrication. It was determined that the issues were consistent with lack of oil, which is improper maintenance of the device. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was leaking air. During in-house engineering evaluation it was determined that the rotations per minute (rpm) were below manufacturing specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.